Manufacturer narrative:
(B)(4). Investigation revealed that the device utilized in this surgery was a competitive device made by a company other than ees. The complaint has been voided.

Manufacturer narrative:
(B)(4): information unavailable.

Event description:
Received notice of litigation. Pleading alleges that during surgery, the doctor ¿fired the device and it malfunctioned and misfired¿. Pleading further asserts that the doctor then ¿procured another device of the exact same kind, and after taking proper precautions, fired the stapler device and again it misfired and malfunctioned¿. Pleading states plaintiff suffered ¿injury and further surgery, including ileostomy, were necessary.¿ the ileostomy was reportedly reversed on (B)(6), 2012. Both ees and covidien were named in the suit.